Manufacturer narrative:
Report date: 25jan2019. Date rec'd by MFR: 23jan2019. Usage of device: correction to "reuse". The manufacturer¿s field service engineer (fse) confirmed the reported issue. The customer replaced the defective power management board and user interface to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Report date: 15may2019. Manufacture date: 03mar2019. A power management (pm) was returned to the failure investigation (fi) lab for evaluation. Visual inspection of the pm revealed no damage or contamination. The returned pm board was installed into the fi test ventilator. An investigation was performed and no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported gui(graphical user interface) malfunction and dim screen non-responsive. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.